Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported this was the 4th pump that was put in place and ¿they all had failed.¿ it was reported the pump was going ¿ding ding ding.¿ it was stated this started on sunday and they had a violent headache. It was reported they did not have a phone or watch, so it had to be the pump. It was noted they saw a nurse on sunday who played a critical alarm for them, but they stated ¿it was not that.¿ the pump was used to deliver fentanyl and bupivacaine. (B)(4).

Event description:
It was later reported that the patient had 4 pumps in 10 years and all of them had been defective. The patient reported that their current pump started to fail itself. Please refer to manufacturer report # 6000030-2012-00048, 3004209178-2012-02358,and 3004209178-2012-02361.for the other 3 cases of defective pumps.